Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was 600 mg/dl. A correction injection was administered to address the high bg. The customer reverted to an alternate method in insulin therapy.